Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. One haptic is broken in the distal area. And returned loose in the peel pouch. The broken haptic is split in the gusset area. Cracks are observed, on the broken piece of the haptic. A crack is observed, on both halves of the optic. Associated products were not provided. It is unknown, if qualified products were used. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes, and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
An inventory management specialist reported that, during intraocular lens implant procedure, a lens was inserted and removed due to lens cracking. There was patient contact. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).